Event description:
The customer reported via phone call that the insulin pump turned off, alarmed battery out limit, turned on and off, and then alarmed failed battery test. The customer stated that the insulin pump alarmed failed battery test after he had replaced the battery. The customer did not know the blood glucose reading. The customer stated that the battery compartment and spring were corroded. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected failed battery test, battery out limit or weak battery alarms were noted. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.